Event description:
Pt's marquette electronics monitor failed to alarm or print strip when the pt went into v-tact. The pt coded. Fortunately, the nurse witnessed the event and called a "code zero". The pt was treated appropriately and the pt recovered without any adverse outcome.